Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The implant stopped working, external components were exchanged but still the was no access to sound with the device.

Manufacturer narrative:
In accordance with the information in the patient report and the manufacturer's experience with this kind of device, it is assumed that it has possibly failed due to humidity ingress at the housing braze joint through micro-leaks. To determine an exact root cause a device investigation would be necessary. The device and further information are not available at this time.

Event description:
The implant stopped working, external components were exchanged but the patient still had no access to sound with the device. The patient was re-implanted. The device and further information are not available at this time.